Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air bubble was observed in the tubing. The customer's blood glucose level was in the 300 mg/dl range. Tandem technical support assisted the customer with priming the tubing using the fill tubing feature to clear the air bubbles. The customer was able to successfully resume insulin delivery.